Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product the insulin pump housing is damaged due to a hard mechanical impact. Due to this severe damages on the housing, liquid entered the pump electronics compartment and led to a corroded electrical connector of the buttons. Therefore the insulin pumps up resp. Down button is defective. The insulin pump shouldn't be exposed to high mechanical forces. The problem mentioned by the customer is related to a handling issue.

Event description:
On (B)(4) 2013, it was reported that the pt heard the alarm on her infusion device and when she checked it the quick bolus screen was displayed. The pt stopped the device and it went back to its normal display, but then switched back to the quick bolus screen. The pt tried to stop the device, but the buttons on the device were no longer functioning. The display then went black and the pt was unable to restart the device even after inserting a new battery in it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.